Event description:
It was reported that the devices were used during an unknown procedure. It was reported that the devices misfired. Another device was used to complete the case. There was no consequence to the pt.